Manufacturer narrative:
Corrected information has been provided in d4 serial number. Corrected information has been provided in d4 catalog number. Added a concomitant device. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details. The root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient was transferred from an outside hospital intubated, sedated, and supported with an impella cp. Hematuria was observed on arrival and was attributed by the clinical team to traumatic foley catheter placement. Initial echocardiography showed the impella cp positioned too deeply, and the device was repositioned. The left ventricle was noted to be hypertrophic, and multiple suction alarms occurred on admission. The patient subsequently developed complete heart block, progressed to cardiac arrest, and underwent acls with return of circulation. Post-resuscitation, the impella became malpositioned and required repositioning in the catheterization lab. Due to renal failure, the patient was started on crrt; chart review indicated a history of chronic kidney disease with an existing hemodialysis catheter and ongoing evaluation for heart¿kidney transplantation. Given persistent cardiogenic shock, support was escalated from impella cp to impella 5.5. After placement through a surgical graft, the patient experienced significant bleeding into the device pocket. The patient required multiple blood products, including ffp, platelets, prbcs, and cell saver blood. Vascular surgery intervened, placing a stitch at the graft anastomosis, which resolved the bleeding. The impella 5.5 was repositioned after placement. The patient was extubated on (B)(6) 2025 but developed pulmonary edema and required re-intubation. Crrt was later discontinued, and hemodialysis initiated. Additional blood products were administered for recurrent anemia. The patient continued evaluation for durable lvad therapy and was successfully weaned from impella support on (B)(6) 2025. This case involved multiple adverse events, many attributed to the patient¿s severe cardiogenic shock and chronic renal disease. Suction events were likely related to a small, hypertrophic ventricle. Pulmonary edema after extubation was assessed as unrelated to the impella device. The bleeding at the impella 5.5 insertion site and surgical pocket was the adverse event most directly associated with device placement, requiring surgical repair and significant transfusion support.

Manufacturer narrative:
Additional information has been provided in b5. Corrected information has been provided in b3. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is submitted as a follow up to provide corrected information following an internal review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional event information states that pt was successfully weaned. After bleeding was resolved the conclusion of the surgeon was that there was a spot of leakage on the backside of the graft for the 5.5 that the surgeon could not visualize that vascular surgery was able to see and stop.